Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel vs. Dimension analyzer. Customer called to report a discrepancy with pt that presented to the ed with chest pain. He was tested with triage with a parallel sample sent to the lab for testing on the dimension. The initial draw showed discrepant results which resulted in retest and subsequent draws until pt was admitted based on lab results. At the time, the pt was no longer tested on triage. Pt was released on 8/26, but final diagnosis was not known.

Manufacturer narrative:
Investigation pending.